Event description:
The pt was revised because of pain.

Manufacturer narrative:
Eval was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the reported mfg lot number. The initial reporting stated the product is not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported pain; however, provided info suggests device alignment was a likely contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.